Manufacturer narrative:
Super poligrip is manufactured in (B)(4). While lot number for this product is known, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neurological disorder in a female patient who received super poligrip (formulation unknown) for a denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced neurological disorder and metal poisoning. At the time of reporting, the events were unresolved. Ae information received via mail: consumer reported that she had used super poligrip over 10 years and has neurological problems and zinc poisoning. No further information was provided. Follow-up information received via mail on (B)(6) 2011, which upgraded the case to serious. This follow-up contained copies of medical records from the patient's neurologist. Consumer indicated, that she is currently (B)(6), and that she was using super poligrip original ((B)(4)) 2.4 oz with lot code x09074. She reported that she experienced myelopathy. The patient stated that her neurological problems from zinc poisoning cause her to use a walker everywhere she goes. This case is considered medically serious by gsk. The patient attributed her symptoms to the use of super poligrip. Medical records provided by the patient indicate the following: three weeks prior to (B)(6) 2005, the patient blacked out while driving and wrecked her car. The patient presented to a neurologist. Physical examination revealed unsteady gait. The patient complained of numb feet, tingling hands, difficulty using hands, leg cramps, diminished bladder and bowel control. Bloodwork revealed anemia (specific blood parameters were not provided). The patient had been diagnosed with having severe subacute spine deterioration and had received treatment with b12 injections which were ineffective. On (B)(6) 2006, the neurologist stated the patient "continues to have severe ataxia related not only to myelopathic condition but also her neuropathic condition." The patient was prescribed continuation of aggressive persistent rehabilitation. Bloodwork from (B)(6) 2010, indicated serum copper of 154 ug/dl (normal 70-155) and serum zinc of 197 ug/dl (normal 17.9 - 53.3). At the time of reporting, the outcome of the events was unknown.